Manufacturer narrative:
H3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- the reporter indicated the surgeon implanted a 12.1mm vticmo 12.1 implantable collamer lens of diopter -16.5/+4.0/72 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The patient experienced a lens rotation not associated with low vault. On (B)(6) 2024 the lens was exchanged with a spherical lens (longer length) and the problem was resolved. Additional information provided: "the doctor decided to implant vicmo in order to avoid re-rotation". The reporter indicated the cause of the event is unknown. (B)(4)

Manufacturer narrative:
H6 - device problem code: 1494 - off-label use, acd<3.0mm h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -16.5/4.0/072 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2020 the lens was exchanged for a longer length spherical lens due to lens rotation not associated to a low vault. This resolved the problem. Cause of the event is reported as unknown.